Event description:
A baxter representative reported an infusion pump that both underdelivered and overdelivered during service. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.